Event description:
The customer contact reported, backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver normal saline at an unspecified rate via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggy back delivery of an unspecified concentration of oxaliplatin. The primary solution container was lowered below the secondary solution container. Approximately 1 hour after, the chemotherapy delivery was initiated, the clinician noted, the chemotherapy solution backflowed into the primary solution container. The clinician calculated the volume of chemotherapy solution that was delivered to the pt. The tubing sets were replaced and the delivery of the remaining volume of chemotherapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).